Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex fluid management system not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
During a myosure procedure for uterine tissue removal, the physician "was cutting a fibroid when the pt started bleeding heavily" (exact amount unk). The physician performed a hysteroscopy and "no perforation was visualized". It is unk if intervention was required. The procedure was aborted. We have been unable to obtain additional information surrounding this event.